Manufacturer narrative:
Customer/distributor unwilling to return/unresponsive. Investigation conclusion: an investigation was performed on retention products from the reported lot number. Retention devices were tested with clinical negative urine and results were read at 3 minutes. All devices produced expected negative results. Retention devices were also tested with qc cutoff standard (20miu/ml) and all devices produced expected positive results at the read time. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that the test was read at both 3 and 5 minutes. With regard to the read time, the directions for use states "read results at 3 minutes." The interpretation of results section states "because of the high sensitivity of this test, results should be read between 3 and 5 minutes only." Based on this information, the result should be read at 3 minutes, however, as the result is stable for up to 5 minutes, the result may be interpreted in the 3-5 minute window. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. However, case details did not indicate if any confirmatory testing had been performed and the expected result could not be obtained. A probable cause could not be determined based on the information available.

Event description:
Unspecified date: conflicting results on the consult diagnostics hcg urine cassette kit. Result was negative at 3 minutes and positive at 5 minutes. No adverse patient outcomes reported. Although further information was requested, no further information was provided. Troubleshooting was performed with the customer with an emphasis on storage, handling and technique per the corresponding package insert-no deviations noted.